Event description:
The customer reported they heard a loud bang, followed by smoke coming out of the system, and the system stopped working. No patient or staff injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not find the problem after extensive troubleshooting. Manufacturer's investigation is ongoing.